Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). The proximal end of the stent and balloon appeared to be loose/partially inflated. The shaft was kinked 4cm from the guidewire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 25-aug-2016. It was reported that shaft kink occurred. The target lesion was located in the renal artery. A 4.0mmx15mmx150cm express vascular sd stent was selected to treat the lesion. However, during preparation, it was found that the shaft of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon partially inflated and stent deployed prematurely.